Event description:
Please refer to importer report: (B)(4).

Manufacturer narrative:
The review of the prismaflex hf1000 set device history record for lot number 14e0603 shows that no mfg nonconformity was recorded regarding this lot number. The involved sample was discarded by the user and therefore not available for inspection. No leakage was reported during the priming and during the first 12 hours of treatment. The root cause of the reported event remains unk.